Event description:
It was reported that the device was used during a laparoscopic colon resection. The device was closed down on the mesentary on the third firing, fired 3 strokes for complete fire. Pulled the manual release lever and the jaws would not open. The device was cut off the tissue. Another device was used to complete the case. There was no further consequence to the pt.